Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator keeps shutting off when the customer attempts to reset the baud rate. It is unknown if there was any patient involvement associated with this reported event.